Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump suspended inappropriately due to a sensor glucose of 40 mg/dl despite a blood glucose of 138 mg/dl. During troubleshooting, it was confirmed that the difference between the sensor glucose and blood glucose were not within an appropriate range. The sensor was not returned for analysis.